Event description:
It was reported that a chest x-ray noted a mild pneumothorax in the left apical side. A day later, another chest x-ray was taken and the pneumothorax was spontaneously resolved. The device remains in service.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.